Event description:
The customer reported the 9800 system had a loose lock. No patient injury was reported.

Manufacturer narrative:
The service rep tightened the loose handle system. The handle functions as intended.